Manufacturer narrative:
The guidewire was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure related event. Intimal damage is known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). MDR related to this event: 2029214-2017-00381 2029214-2017-00382 2029214-2017-00383 2029214-2017-00384 2029214-2017-00385 2029214-2017-00386 2029214-2017-00387.

Event description:
Citation: multimodality treatment of brain arteriovenous malformations with microsurgery after embolization with onyx: single-center experience and technical nuances. Natarajan sk1, ghodke b, britz gw, born de, sekhar ln. Neurosurgery. 2008 jun;62(6):1213-25; discussion 1225-6. Doi: 10.1227/01.neu.0000333293.74986.e5. Medtronic received the following reports: patient 6 was reported to have an arterial perforation by the microguidewire that was managed by immediate reversal of heparin with protamine and termination of the procedure. The patient was successfully embolized the next day and had complete microsurgical resection after 2 more days. She had no neurological deficits. The avm was 4.5cm with a volume of 21.72 ml which was in the frontal lobe and was not ruptured. Mrs at 6 months was 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.